Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010, alleging inaccurate high readings on his one touch ultra meter. A medical surveillance specialist (mss) spoke to the patient on (B) (6), 2010 and obtained the following information. The patient mentioned that he first noticed the elevated readings approximately 6 months ago. On an unspecified date and time, he tested his blood glucose and obtained a 149 mg/dl on his meter. He took his usual dosage of medication. At an unspecified time later, he developed symptoms of feeling dizzy and shaky. He did not seek any medical attention or contact his physician for assistance. He claims symptoms went away shortly later. He did not retest his blood glucose after symptoms went away. While troubleshooting, it was noted that the patient was using expired test strips. Using expired test strips may lead to false blood glucose readings. The product was replaced. The complaint is being reported since the patient alleged that due to the elevated reading, he took his normal dosage of medication and a later developed symptoms suggestive of hypoglycemia.